Manufacturer narrative:
Conclusion and justification status: a review of the manufacturing records and the complaints database did not highlight any anomalies or any previous trends for this issue. No product or further information was received and so no further investigation could be carried out. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision due to adverse soft tissue reaction to particle debris.